Manufacturer narrative:
Device evaluation summary: visual inspection showed the tip to be deformed and it had a tacky/gooey substance on the outside the reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use a dlp coronary artery ostial cannula was found to be damaged or deformed, with a gooey material present at the concave tip. The location of the damage was specified as the concave tip, and there was no damage to the packaging. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the device was opened on the table but it was never used on the patient.